Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error code did not appear again, and the caller was able to successfully start their sensor session. Caller also mentioned experiencing battery depletion coinciding with the cgm error but was advised to contact if further issues arose.